Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged respiratory tract irritation, asthma, lung disease. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged respiratory tract irritation, asthma, lung disease. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a: patient identifier was updated in box e: reporting institution name, reporting address line 1, reporting address line 2, reporting address city, reporting address state, reporting address postal was updated. In box h: patient outcome code grid, evaluation method code, evaluation result code, component code and conclusion code has been updated.